Event description:
The physician was dilating a subclavian vein at around 20 atm when the balloon ruptured. During attempted removal, the end of the balloon catheter separated and remained on the end of the guide wire. The wire was pulled back as much as possible and a surgical cut down was performed in order to remove the separated segment. The pt was fine.

Manufacturer narrative:
The customer has returned the complaint device in a used and damaged condition. A visual examination does confirm the balloon has ruptured with approx 3.5 cm of the balloon material still remaining on the shaft. The tip material was returned, separated from the main shaft in an elongated state, with a small segment of the balloon material measuring approx 1 cm in length exhibiting what appears to be a longitudinal rupture. In addition a section of balloon material was returned measuring approx 3 cm in length with a longitudinal tear present. Based upon the information provided by the customer along with the evidence displayed during the investigation, it is feasible to suggest the device exceeded the recommended burst pressure during use. Therefore, this does not appear to be a result of a device malfunction, but rather the customer superseding label notified. We encourage the customer to reference the attached info for use booklet prior to use. We state, "particular care should be taken in handling the balloon to prevent damage. It will inflate to the indicated size parameters when utilizing proper pressure recommendations. "Warnings:" do not exceed rated burst pressure. Rupture of the balloon may occur. Adhere to balloon inflation pressure parameters in fig. 1 (reference page 4) over inflation may cause rupture of the balloon with resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressure." This product line is inspected to ensure the balloon properly inflates to the specified parameters, rewraps properly when negative pressure is applied, visually verifying the shaft material is free of bends, kinks and other surface imperfections. The investigation found the complaint device had been manufactured after the implementation of a change request to reinforce the balloon shoulders and added proximal neck overlap and consistent balloon wall thickness. The appropriate personnel have been notified.